Manufacturer narrative:
(B)(4). The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, noise was observed on the ventricular channel. The physician elected to explant and replace the pulse generator and cap and replace the ventricular lead. The patient was stable and discharged from the hospital.